Event description:
The following was reported to hamilton medical ag: the hospital offered to help us with a "cuff system leakage". They immediately noticed the alarm and replaced it with another intellicuff. The hospital staff then asked me to check the operation. When we checked the operation, we found that even though the cuff pressure setting was set to 25 hpa, it only pressurized about 15 hpa. Subsequently, the "cuff system leakage" alarm occurs and cannot be stopped. No patient harm.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).